Event description:
Topaz ez microdebrider ifs wand malfunctioned before being used on patient. It was producing an error code that was related to the hand piece that is in that bag. The device was saved for risk management. Another device was used. No patient harm. FDA safety report ID# (B)(4).